Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detachment.

Event description:
It was reported that a jinro nephrostomy catheter sets device was used during a procedure. Reportedly, a week post procedure it was found that the catheter that connects to the extension tube with the discolored part got separated. No patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.